Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The device was not returned for evaluation as it was discarded by the site.  In this case, the cause of the balloon burst cannot be confirmed, however, may be related to patient factors (stj diameter of 33mm with significant amount of calcification).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve via transfemoral approach, the commander balloon ruptured at full inflation. There was a significant amount of calcium on the sinotubular junction (stj) with a diameter of 33mm.  Post deployment, the valve landed in optimal position in the native annulus with no paravalvular leak. The valve was not post dilated.  There was no vascular access issues while closing.  No adverse outcome and patient had a great result.